Event description:
It was reported that during an unk procedure, bleeding on the pouch and excluded stomach staple line. It was necessary to suture to contain the bleeding. The surgery was delayed by 20 minutes and completed successfully.

Manufacturer narrative:
(B)(4) date sent: 7/24/2025 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: 2. Provide stapler information (product code/lot#/lot): 482d37 3. Were there any other issues observed with the staple line besides bleeding/oozing (malformed staples, missing staple line, etc.)? No 4. How much blood was lost (ml)? Not measured 5. Did the patient need a transfusion? Not 6. How was the bleeding treated? Suture reinforcement in the pouch and exclusus 7. Could you clarify if there were any consequences for the patient? No consequence 8. Could you clarify if there were any changes in the patient's postoperative care as a result of the event? No change attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the issue with the staple line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.